Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the pump on the rotaflow drive stopped and the flow rate was not displayed during treatment. The rotaflow drive has been urgently replaced. No harm to any person has been reported. Due to the reported exchange during treatment a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the pump on the rotaflow drive stopped and the flow rate was not displayed during treatment. The rotaflow drive has been urgently replaced. No harm to any person has been reported. Due to the reported exchange during treatment a report is required. The rotaflow drive (rfd) with s/n (B)(6) was investigated by a getinge field service technician and the technician was able to confirm the reported failure on the rotaflow drive. The rfd needs to be repaired by the supplier. Additionally, as part of the service the hl20 rubber foot 24x12 rpm/tpm has been replaced. During the investigation by the getinge service department on 2024-08-28 the reported failure could be reproduced. Thus, the drive was sent to the supplier (B)(6) for repair. On 2024-09-10 the supplier (B)(6) was able to reproduce the reported failure and a probable root cause could be a sporadic malfunction of components that perform the signal processing on the board. Electrical parts has been replaced by the supplier. Based on these investigation results the reported failure could be confirmed. The review of the non-conformities was performed on 2024-07-25 and during the period of 2020-03-27 to 2024-05-20 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow drive in question was produced in 2020-03-27. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).